Manufacturer narrative:
Product analysis: visual inspection confirmed there was no damage to the reliant device. The balloon was inflated and deflated with no abnormalities noted. The cause of the reported insertion/removal difficulties could not be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used during the endovascular treatment with a non mdt (gore) stent graft. It was reported during the index procedure after the stent graft was implanted, difficulty was reported when trying to insert the reliant balloon catheter into a non mdt sheath. The physician felt it was too narrow and replaced the non mdt sheath with a 14fr sheath. An attempt was made to insert the reliant balloon catheter again and despite difficulty again encountered it was successfully inserted and balloon touch up was completed. When the physician attempted to remove the reliant from the sheath the reliant balloon catheter appeared to be stuck in the 14fr sheath and several attempts were required until it was removed successfully. After the procedure, it was observed that the 14fr sheath was broken. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.